Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The minilink transmitter was received unable to charge due to broken contact pin #5; unable to perform functional testing due to charge anomaly. The minilink transmitter had contamination all contact pins.

Event description:
It was reported the transmitter light does not turn on and off. No blood glucose noted. No further information reported.